Event description:
Patient's mother reported that the band of the patients' lap-band eroded into the stomach, the patient "can't keep food down", and has reflux. No surgical and/or medical intervention was reported, however, based on the risk of infection and sepsis leading to death, based on the reported erosion and possible associated complications that may develop, we are reporting this information to the FDA because allergan's approach to reporting adverse events is to remove all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, through a medical professional. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Erosion, vomiting, and reflux (regurgitation) are surgical and physiological complications, and an analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." Device labeling addresses the possible outcome of vomiting and reflux as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."